Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 366 mg/dl and a bolus of insulin was delivered to address the bg level. The customer did not know the cause of the high bg. During troubleshooting with tandem technical support, air bubbles were observed in the tubing. The customer primed out the air bubbles and resumed insulin delivery.